Event description:
It was reported that during central processing, the large needle driver instrument had a broken/missing grasper tip. There was no report of patient involvement or no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large needle driver instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.292" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage.